Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one year ago prior to the date the manufacturer became aware.